Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "the pump is not working properly and does not trust it". Tandem technical support made multiple follow up attempts with the customer, however, the customer declined to provide additional information and stated "the issue has been resolved".